Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 500s mg/dl and the cause was not known. Insulin injections were administered to address the bg and were used for insulin therapy. As the customer was not using the pump at the time of the report, a pump system check was not performed. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.